Manufacturer narrative:
A3: patient gender not provided. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. It was communicated that due to hospital policy, no further information would be provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. G, is currently available. Section 1, "introduction," lists potential adverse events, including various types of organ failure and dysfunction (hepatic dysfunction, respiratory failure, renal failure, and right heart failure), and death which may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to multiple organ failure and end of therapy. The pump was working as expected and no pump related issues were reported. The outcome was not considered to be device or therapy related. No autopsy was performed, and the device was not explanted.